Event description:
It was reported that the patient was found down with multiple ischemic strokes and was sent to osh ed. The patient was found to be hypoxic. The patient had a subtherapeutic international normalized ratio a few weeks ago and the patient's lactate dehydrogenase was elevated above their baseline in the 500's. The patient had minimal deficits at this time. There were no obvious vad changes seen on interrogation. There were no unusual events recorded in the log file event history and the device operated as intended. Head computerized tomography revealed ela/amyotrophic lateral sclerosis and occipital lesions with watershed appearance. It was noted that the day prior the patient was a little unsteady on their feet. Patient is being monitored and improving from mild stroke.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively established through this evaluation. The account submitted log files for review. The system controller event log file contains data from (B)(6) 2023 at 13:46:15 through (B)(6) 2023 at 10:56:22. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). Multiple attempts for additional information were sent to the customer and no further detail was provided. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Stroke and hemolysis are listed as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.